Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A remstar auto a-flex device was returned to a third-party service center for evaluation of their device with no initial alleged complaint. There was no death, serious harm or injury were reported, and no medical intervention was provided. During evaluation, the service technician observed visible foam particles inside the blower kit and evidence of blower sound abatement foam degradation. Dust contamination was also noted. Additionally, the device error log indicated the presence of error codes e065 (err_stuck_encoder_a), e066 (err_stuck_encoder_b), and e093 (err_rtc_value), which were not determined to be related to the foam degradation. Following completion of the evaluation, the device was scrapped by the service center.